Event description:
It was reported that the patient experienced ineffective therapy/inadequate coverage. Reprogramming was unable to resolve the issue. As such, such surgical intervention took place on (B)(6) 2024 wherein one lead was explanted and replaced, and the second lead was repositioned to address the issue. Reportedly, effective therapy was confirmed post op. Investigation was unable to determine which of the lead was explanted and which was repositioned.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced ineffective therapy/inadequate coverage was reported to abbott. Reprogramming was unable to resolve the issue. It was determined one lead was explanted and replaced, and the second lead was repositioned to address the issue. Effective therapy was restored. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.